Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported by the clinician that the device was being used to perform a thrombectomy procedure on a lower arm graft. The device was passed over a .018 spring wire guide. The device's internal lumen became dislocated from the fragmentation basket while in use. As a result, the device was removed and no longer utilized during the procedure. There were no patient complications reported.